Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to loss of capture. Leads and device showed no reason for loss of capture with multiple tests, including before replacement. Trending did not show an issue either. However, the cam monitor revealed loss of capture. Loss of capture was also observed at replacement when the device was programmed asynchronous. No adverse patient events reported. Should additional information become available, it will be added to this file.